Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 394 mg/dl, 188 mg/dl, and 125 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the test strips to return. Replacement was sent.